Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss and the need to re-establish pairing; the user was instructed to toggle settings and to restart the ilet, with guidance on pairing timeframe. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included user-guided troubleshooting and education focused on device settings and restart procedures. Investigation of this case revealed a probable communication interruption between the cgm transmitter and the ilet, with no hardware component failure identified based on the successful completion of troubleshooting steps. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interruption consistent with external interference or configuration state, resolved through standard troubleshooting.